Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment she received a "patient line is blocked during tx" alarm and stated the blue pin was leaking and wouldn't push in and was stuck. The patient was assisted with cancelling treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic for prophylactic medication and did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was able to re-setup supplies to complete treatment and was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Per pdrn the sample was discarded and was no longer available for evaluation. The lot number was unknown.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated during pd treatment she received a "patient line is blocked during tx" alarm and stated the blue pin was leaking and wouldn't push in and was stuck. The patient was assisted with cancelling treatment. Follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic for prophylactic medication and did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was able to re-setup supplies to complete treatment and was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue. Per pdrn the sample was discarded and was no longer available for evaluation. The lot number was unknown.